Event description:
The patient received two leads (from the same lot) as part of his scs system. It was reported the patient did not have stimulation since the amplitude stopped at perception on all of his programs. Diagnostic tests exhibited invalid impedance measurements on 11 of 16 lead contacts. The patient allegedly was reprogrammed around these contacts and reported partial stimulation coverage. It was reported the patient will see his implanting physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.